Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) was well as six shocks resulting in therapy exhaustion. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). A verbal review of the event information was provided to the treating physician, noting the device appeared to be operating as programmed. This device remains in service. No additional adverse patient effects were reported.